Manufacturer narrative:
Additional information was received that the ipg was replaced for better programming per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.